Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was failed due to sensor break. The customer¿s blood glucose level was 6 mmol/l. The customer was assisted with troubleshooting. The customers parent was reported that the customer had allergic reaction, around over tape adhesive. It was reported that they need to visit a doctor to remove the electrode in the skin of the customer. The sensor will not be returned for analysis.